Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Previously reported "the patient underwent a pocket revision shortly after implant in 2009. The ins was moved from the lower kidney area to lower rib area on posterior side" no longer applies to this event as it was found to better associate with the events captured in manufacturer report #3004209178-2016-02797, 3004209178-2016-02798, and 3004209178-2016-02801. Device changed to lead to better capture this event/lead revision. (B)(4).

Event description:
The pt underwent a pocket revision shortly after implant in 2009. The ins was moved from the lower kidney area to lower rib area on posterior side. His current issue was "positional stimulation" when he turned his head. A lead revision was scheduled for (B)(6). An add'l lead may be added or replaced. Add'l info has been requested.